Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels of 50 mg/dl due to the pump's correction factor needing adjustment. Customer consumed orange juice to treat low bg. Tandem technical support instructed customer to consult with healthcare provider to adjust settings.